Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Based upon the information from the user, omsc determined that the user reused the subject device which was forbidden to reuse, consequently the parts of the subject device was damaged and the suction became weak. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the suction was weak. Also omsc was informed from the user that the user had sterilized and reused the subject device. There was no report of patient injury associated with the event.